Manufacturer narrative:
The device was returned and the evaluation states that the gearbox was noisy. Only the gearbox was returned, therefore, the complaint of driving in circles could not be confirmed. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The wheelchair will only go in circles, the wheels will not turn properly.